Manufacturer narrative:
E1 - initial reporter phone is unknown b3 - date of event: unknown date the device has been received for evaluation; however, investigation is not yet complete.

Event description:
The incident was reported by the forrest general hospital. The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that they have collected the tubing found with contaminants embedded in the drip chamber from the pharmacy and their nursing opacs med room and have removed them from their stock. The materials found were black, brown, and white. Upon inspection they cut open the drip chamber and found the material to also be embedded inside the wall of the drop chamber. For the white material, they found that most of them were free floating inside the drip chamber. There were no patient involvement and no patient harm. It was found out upon inspection.